Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During visual inspection, it was noted that the ground prong of the ac cord plug was broken off. The probable cause was use in the customer environment. If the ac power cord plug was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported during testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.